Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the lack of the device sample to perform a proper investigation and determine the root cause. If the device samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitoring trending of similar complaints.

Event description:
The customer alleges that the hub of the endotracheal tube had disconnected and caused the patient to be disconnected from the ventilator. This patient is closely monitored so the tech re-connected the hub.

Manufacturer narrative:
(B)(4). The customer returned two sealed units of product (B)(4) from lot number 73h1500206 for investigation. A visual examination was performed and no defects or anomalies were observed. The 15mm connectors for both et tubes were loosely inserted and could be removed. A dimensional inspection was performed on the 15mm connector with no defects found. The complaint of disconnection between the et tube and the ventilator could not be confirmed based upon the samples received. No dimensional issues were found; however, the customer returned representative samples only. It should be noted that the IFU for this product indicates that the end user should check the 15mm connector before use as it is loosely seated within the et tube. The potential cause of this complaint issue could not be determined based upon the information provided and without the actual sample.

Event description:
The customer alleges that the hub of the endotracheal tube had disconnected and caused the patient to be disconnected from the ventilator. This patient is closely monitored so the tech re-connected the hub.